Event description:
The pt was admitted to the hospital with opiate withdrawal. The pump was turned down to 2.4 mg/day. It contained dilaudid 50 mg/ml. Revision surgery revealed that the catheter was fractured with the spinal section in the intrathecal space. The spinal segment was replaced. The pt continued at a dose of 2.4 mg/day and was to be increased at follow-up. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent, when the analysis is complete, and/or, when add'l info is received from the hcp.